Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor error and no delivery tests. There was no prime fill anomaly noted. The unit had cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was stuck in the "preparing to prime" loop, and that insulin continued to exit the infusion set after the motor stopped. The customer's blood glucose level was 144 mg/dl. Standard troubleshooting was performed. The customer stated that insulin was squirting out of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.